Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system presented with gas incontinence. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The event class code chosen was incorrect and the file is not reportable based on the updated information. There will be no further reports sent in. The manufacturer internal reference number is: (B)(4).